Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged card error and black debris in the tubing and possibly in the water reservoir device has service required message/ particles in airway from device. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged ard error and black debris in the tubing and possibly in the water reservoir. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. 7818.3 blower hours and 7760.5 therapy hours logged. 8162.5 machine hours were logged. Care orchestrator data available and suggests that patient was 100% compliant with device usage over 4 hours, but only used the device 60% of the last 90 days of use. The dust/dirt and fibrous contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, the air inlet of the motor, and on the heat plate was inconsistent with degraded sound abatement foam contamination. The flip lid locking mechanism was damaged. The presence of contamination within the airpath suggests a source external to the device. Pil is unable to confirm the symptoms listed in the complaint. Pil can confirm there was no evidence of sound abatement foam degradation found within the device. Pil can confirm the presence of contamination in the airpath. Then the internal inspection. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. No errors were found the manufacturer concludes the results of this investigation do not impact the calculated risks.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.